Event description:
During follow-up, a capture test as performed. A delay in programming was observed during the capture test, resulting in syncope for the patient. The patient was stable and there were no further adverse consequences. Additional information was requested but was not available.